Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 3/25/2019. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a 68-year-old female patient an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter.during mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 200 ml of fluid from the pericardial space. The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was fully recovered. Physician felt he perforated while trying to get the ablation catheter up under the valve. A force warning and number of 57 gr about 5-10 minutes before the patient became symptomatic. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30136421l number, and no internal action was found during the review. Concomitant medical products: carto 3 system, us catalog #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 200 ml of fluid from the pericardial space. The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was fully recovered. Physician felt he perforated while trying to get the ablation catheter up under the valve. A force warning and number of 57 gr about 5-10 minutes before the patient became symptomatic. Transseptal puncture was performed with an unknown transseptal needle. The generator was not in use at the time of the injury as no ablation was yet being performed. The patient received anticoagulant during the event with an activated clotting time (act) between 250-300 seconds. The flow setting was 8 ml/min. There were no error messages observed on the biosense webster, inc. Equipment during the procedures. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The force issue was assessed as not reportable. The force issue was highly detectable when occurring. The potential risk that it could cause or contribute to a death or serious injury was remote.